Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid with fibrin present. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis can be attributed to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home, as reported by the pdrn. This is further evidenced by the presence of a gram-positive bacteria, which include organisms that are well-known contributors to peritonitis through touch contamination. Based on the required information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted to place an order for their pd treatment supplies. During the call, the patient stated that they had experienced peritonitis. Upon follow up with the pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2020 with complaints of abdominal pain and cloudy peritoneal effluent fluid with fibrin present. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2020 presented gram-positive bacilli (exact organism unknown) and a white blood cell count (wbc) showed 10,194/mm3. The pdrn stated the patient was diagnosed with peritonitis due to nonadherence of aseptic technique during continuous cyclic pd (ccpd) on the liberty select cycler at home. It was reported this patient was previously observed not washing their hands and not wearing a mask prior to the setup of the liberty select set on the liberty select cycler for ccpd therapy. The patient did not require hospitalization for this adverse event and was prescribed intraperitoneal (ip) vancomycin at 2000mg three times a week for two weeks and ip ceftazidime at 1000mg every day for three weeks. The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home with no further reported adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.